Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 45 and blood glucose was 118 mg/dl. Troubleshooting was not performed as customer believed that the issue was with the transmitter. Customer would continue to change sensor and if the issue is not resolved, customer would discontinue wearing the sensor.